Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2013 due to swelling and pseudotumor. No further information has been provided to date.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Moderate wear was noted on the modular head. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-04229-1/04231-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-04229 / 04231).

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2013 due to swelling and pseudotumor.